Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. The manufacturer received information alleging difficulty breathing/short of breath and patient stated she is on oxygen. There was no report of patient serious harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging visualization of particles related to CPAP device's sound abatement foam. The patient has alleged to difficulty breathing and is on oxygen. The manufacturer was made aware of this complaint through a representative of the customer. The device was returned to the manufacturer's quality product investigation laboratory for further evaluation. The manufacturer observed following from an external and internal inspection: light layer of dust-like contamination on front panel, top enclosure, rear panel and bottom enclosure. There is whitish dust-like contamination around the air inlet of the blower box, a very light layer dust-like contamination shows on the backside of user interface (ui), rear panel, base of bottom enclosure, around the blower box seal, and on the blower motor, a whitish dust-like contamination was seen underneath impellors inside blower motor. The manufacturer found no error codes. The manufacturer applied power to the device and verified the airflow. Presence of sound abatement foam/breakdown was not observed using fitt (foam integrity test tool). The manufacturer has determined that they cannot directly address the symptoms outlined in the complaint. They did observe dust/dirt contamination in the airpath likely from source external to the device and no evidence of degraded sound abatement foam was found. Evaluation method code, evaluation results code, component code and conclusion code grid has been updated.